Manufacturer narrative:
Coding has been updated. The devices have been returned but analysis has not yet been completed. A follow up report will be sent once results are made available. Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type catheter product ID 8784, serial# (B)(6), implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (2000mcg/ml concentration at 1928.72mcg/day dose), unknown morphine (1.8mg/ml concentration at 1.74mg/day dose), bupivacaine (11.5mg/ml concentration at 11.09mg/day dose), and ketamine (1156.8mcg/ml concentration at 1115.26mcg/day dose) via an implantable pump. The indication for use was back pain. It was reported that there was a questionable volume discrepancy. The patient was to undergo a catheter dye study due to a large residual volume and decreased bolus effectiveness. The catheter dye study failed. The needle was placed into the catheter access port without difficulty, but the access port could not be aspirated. The patient was then scheduled for a revision surgery. No issues were found. The catheter might have been sluggish, but per the hcp, there was some questionable fluid at the midline that they wanted to irrigate and send samples. They tested the catheter and it worked, so hcp felt it was best to close the patient up and leave the old catheter in service instead of replacing the catheter. The patient had no pain in recovery after the surgery, per the nurse. It was noted that the hcp had no further information. The patient's status at the time of the report was alive with no injury. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8782 lot# serial#:(B)(6). Implanted: (B)(6) 2020, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 27-sep-2021, UDI#: (B)(4), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that today (B)(6) 2023), it was reported that the patient continued to have volume discrepancies. A catheter dye study was unable to aspirate. The rep stated there was a plan to take the patient to surgery to replace the catheter and pump. A system analysis was requested by the physician and the patient, with follow-up sent to the physician. The surgery was not scheduled as of today. Additional information was provided regarding the continued volume discrepancies: on 2023-08-23, the patient underwent a pump electronic analysis, refill and reprogram. During the refill, the needle was placed in the port without difficulty and approximately 22 ml of solution was aspirated and discarded per clinic protocol. Upon interrogation, the reservoir volume was 14.2 ml. The total solution for the fill and preparation contained morphine 2.4 mg/ml at 98.4 mg, bupivacaine 9.3 mg/ml at 381.3 mg, fentanyl 2000 mcg/ml at 82000 mcg and ketamine 1151.9 mcg/ml at 47227.9 mcg. It was noted that the patient had 239 successful ptm activations since her last visit. At this visit, they increased morphine from 0.9399 mg/day to 1.2532 mg/day. It was also reported that they were continuing bupivacaine at 4.856 mg/day, fentanyl at 1044.3 mcg/day, and ketamine 601.4646 mcg/day without changes. The patient's pain score was also reported to be 3. On 2023-10-11, the patient underwent a pump electronic analysis, refill and reprogram. During the refill, the needle was placed in the port without difficulty and approximately 14 ml of solution was aspirated and discarded per clinic protocol. Upon interrogation, the reservoir volume was 3.7 ml. It was noted that the aspirated volume was beyond 25% acceptable and a catheter dye study was ordered. The total solution for the fill and preparation contained morphine at a concentration 2.4 mg/ml for a total of 98.4 mg, bupivacaine at a concentration of 9.3 mg/ml for a total of 381.3 mg, fentanyl at a concentration of 2000 mcg/ml for a total of 82000 mcg, and ketamine at a concentration of 1151.9 mcg/ml for a total of 47227.9 mcg. It was also reported that due to the patient's significant pain, the patient was given a single bolus of morphine 0.0901 mg, fentanyl 75.0998 mcg, bupivacaine 0.3492 mg, and ketamine 43.2537 mcg to be delivered over 4 minutes. The patient was monitored for therapeutic affect and viral signs for 20 minutes following this bolus. The patient noted a decreased in pain from 4/10 to 2/10 following the bolus and the patient tolerated the bolus well with no changes in vital signs and no side effects. On 2023-07-19, the patient underwent a pump electronic analysis, refill and reprogram. During the refill, the needle was placed in the port without difficulty and approximately 16 ml of solution was aspirated and discarded per clinic protocol. Upon interrogation, the reservoir volume was 11.4 ml. The total solution for the fill and preparation contained morphine at a concentration of 1.8 mg/ml for a total of 73.8 mg, bupivacaine at a concentration of 9.3 mg/ml for a total of 381.3 mg, fentanyl at a concentration of 2000 mcg/ml for a total of 82000 mcg, and ketamine at a concentration of 1151.9 mcg/ml for a total of 47227.9 mcg. It was also reported that the patient's pain score was 2. The following medications were also provided: zoledronic acid 4mg/5ml, tylenol 325 mg, doxil 2 mg/ml, d3 dots 50 mcg, miralax, warfarin sodium 1 mg, omeprazole 10 mg, benadryl 25 mg, tamsulosin hcl 0.4 mg, senna 8.6 mg, methylphenidate hcp 5 mg, advair diskus 250 mcg-50, prednisone 5 mg. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) clarified that on (B)(6) 2023the expected volume was 14.2 ml and actual volume was 22 ml. On (B)(6) 2023, the expected volume was 3.7 ml and actual volume was 14 ml. On (B)(6) 2023, the expected volume was 11.4 ml and actual volume was 16 ml. It was also further clarified that the "beyond 25% acceptable" was in reference to a template field which was used for internal tracking on expected/actual amounts rather than normalized flow rate error. The cause of the inability to aspirate the catheter and the cause of the volume discrepancy was not determined. The products were explanted and pending product analysis. It was also reported that the replacement surgery for the pump and catheter was scheduled for (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pli 10: catheter: analysis of the pump identified no anomalies were noted on microscopic inspection, the catheter was patent. Pli 30: catheter: analysis of the pump identified no anomalies were noted on microscopic inspection, the catheter was patent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the spinal segment identified damage on the catheter body which is consistent with explant damage. Analysis of the pump segment found that no anomalies were noted on microscopic inspection, and the catheter was patent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative reporting that the full system was replaced and that the products would be returned for analysis.

Manufacturer narrative:
The pump and the pump segment of catheter hg3yqxy18 were returned for analysis. Analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear¿ and analysis of the catheter segment found ¿no significant anomaly ¿ catheter sutureless connector ¿ tear in seal near guide ring¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.